Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer reported that they had high and low blood glucose of 25 mmol/l and 2 mmol/l, 3.4 mmol, 2.4 mmol/l. The high blood glucose was treated with the insulin pump and low blood glucose was treated with the chocolate milks and an apple. Troubleshooting was done for low blood glucose and over delivery also for reservoir and tubing process. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose based on customer report customer allege pump was under delivering because, when loaded the reservoir the insulin spilled out. The product will not be returned for analysis.